Event description:
Pinnacle flx study. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was successfully implanted. Immediately following the implant, transesophageal echocardiogram (tee) revealed a large fibrinous thrombus (2.2 cm in length) on the face of the device, with a thin strand extending to the atrial septum and right atrium. It is possible the thrombus originated in the delivery catheter prior to release. The patient's activated clotting time (act) was documented at 260sec. Additional heparin was administered. Efforts to aspirate the thrombus were performed and a significant amount of thrombus was successfully removed. A small 3mm mobile thread of thrombus still remained on the device at the end of the procedure. The patient underwent cerebral angiograms to ensure blood flow to the brain was preserved. No defects or deficits found. The patient awoke from anesthesia without any noted deficits. The patient was stable and was discharged the following day.

Event description:
Pinnacle flx study. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was successfully implanted. Immediately following the implant, transesophageal echocardiogram (tee) revealed a large fibrinous thrombus (2.2 cm in length) on the face of the device, with a thin strand extending to the atrial septum and right atrium. It is possible the thrombus originated in the delivery catheter prior to release. The patient's activated clotting time (act) was documented at 260sec. Additional heparin was administered. Efforts to aspirate the thrombus were performed and a significant amount of thrombus was successfully removed. A small 3mm mobile thread of thrombus still remained on the device at the end of the procedure. The patient underwent cerebral angiograms to ensure blood flow to the brain was preserved. No defects or deficits found. The patient awoke from anesthesia without any noted deficits. The patient was stable and was discharged the following day. It was further reported the device was implanted with a complete seal and a deployed device diameter of 19mm. It was further reported that tee also revealed thrombus in right atrium. There were multiple aspirations performed through a guide catheter in the left atrium. Right atrium thrombus was aspirated using a single curve watchman access system.

Event description:
Pinnacle flx study it was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was successfully implanted. Immediately following the implant, transesophageal echocardiogram (tee) revealed a large fibrinous thrombus (2.2 cm in length) on the face of the device, with a thin strand extending to the atrial septum and right atrium. It is possible the thrombus originated in the delivery catheter prior to release. The patient's activated clotting time (act) was documented at 260sec. Additional heparin was administered. Efforts to aspirate the thrombus were performed and a significant amount of thrombus was successfully removed. A small 3mm mobile thread of thrombus still remained on the device at the end of the procedure. The patient underwent cerebral angiograms to ensure blood flow to the brain was preserved. No defects or deficits found. The patient awoke from anesthesia without any noted deficits. The patient was stable and was discharged the following day. It was further reported the device was implanted with a complete seal and a deployed device diameter of 19mm. It was further reported that tee also revealed thrombus in right atrium. There were multiple aspirations performed through a guide catheter in the left atrium. Right atrium thrombus was aspirated using a single curve watchman access system.

Manufacturer narrative:
Age at time of event: corrected from 67 to 71. Other relevant history: cha2ds2-vasc score corrected from 2 to 3. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 01:48 pm CT. The report number is being corrected from: 2134265-2018-64609 to: 2134265-2018-61306.

Event description:
Pinnacle flx study. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was successfully implanted. Immediately following the implant, transesophageal echocardiogram (tee) revealed a large fibrinous thrombus (2.2 cm in length) on the face of the device, with a thin strand extending to the atrial septum and right atrium. It is possible the thrombus originated in the delivery catheter prior to release. The patient's activated clotting time (act) was documented at 260sec. Additional heparin was administered. Efforts to aspirate the thrombus were performed and a significant amount of thrombus was successfully removed. A small 3mm mobile thread of thrombus still remained on the device at the end of the procedure. The patient underwent cerebral angiograms to ensure blood flow to the brain was preserved. No defects or deficits found. The patient awoke from anesthesia without any noted deficits. The patient was stable and was discharged the following day. It was further reported the device was implanted with a complete seal and a deployed device diameter of 19mm.